Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. While inspecting the iabp the stm found that in the fault logs history, the date for all logged errors was 1972. To fix this issue the stm corrected the date in the system and the iabp operated as expected. The stm then powered the iabp down for twenty (20) minutes and re-powered to ensure that the iabp maintained the correct date. However; upon powering up the iabp the date changed to 2022. To fix the issue the stm replaced the executive processor board. The stm then completed pressures/vacuum and helium calibrations. After a complete inspection, all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that while in use in a patient an internal communication error occurred on the cardiosave intra-aortic balloon pump (iabp). There was no patient harm or injury and no adverse event was reported.